Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. However, the user continues to use the subject device after the event occurred, and there is no report of abnormality regarding the subject device. The device history record was reviewed and found no irregularities. Based on the evaluation result so far, omsc surmised the reported failure phenomenon was attributed to another device (e.g. Monitor, videoscope, etc.) Used in combination with the subject device or any temporary malfunction of the subject device in theory.

Manufacturer narrative:
The subject otv-s190 was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc was informed that the failure phenomenon was tried to be reproduced, but the failure phenomenon could not be reproduced at the user facility. The user continues to use the subject otv-s190. The exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject otv-s190 and the endoeye flex deflectable videoscope ltf-s190-5 were used. In the procedure, the endoscopic image was not displayed on the monitor. The user replaced the subject otv-s190 with another device and competed the procedure. There was no patient injury reported.